Event description:
A surgeon reported that the table top illuminator would not work during a retinal surgery. The case was aborted. The surgery was scheduled to be completed the following day. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).